Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent requiring hospitalization. On (B)(6) 2010, the patient received vancocin 1 gram intravenously (IV) and gladzidine 250mg/2l (given until (B)(6) 2010). On (B)(6) 2010, the patient received pentrexyl 250mg/2l (until (B)(6) 2010) following antibiogram. On (B)(6) 2010, the patient received oral clamoxyl 500mg daily (until (B)(6) 2010). On (B)(6) 2010, the patient was discharged from the hospital. Extraneal viaflex from the hospital was discontinued and the patient improved. Extraneal viaflex was reintroduced and the peritonitis did not recur. On (B)(6) 2010, the patient recovered from the peritonitis. Extraneal viaflex continued. The reporter considered the bacterial peritonitis as mild and related to extraneal viaflex from the hospital as leucocytes increased and not related to the extraneal viaflex from home as leukocytes was normal.